Manufacturer narrative:
(B)(4). Retainer ring = black. Pump passed displacement test. Pump failed the self test due to missing segments caused by moisture damage on the liquid crystal display. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, scratched case, missing display window cover, cracked case on battery tube side, cracked belt clip rail case corner and pillowing keypad overlay.

Event description:
Information received by medtronic indicated that the insulin pump had blue line in screen. It was in the middle. Customer stated insulin pump was not dropped or bumped. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.